Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with scratched display window, cracked display window corner, cracked reservoir tube lip and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was sticking out. The blood glucose reading was 84mg/dl. No further information was provided.